Event description:
Discordant carcinoembryonic antigen (cea), folate, testosterone (tsto) and vitamin b12 (vb12) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were discovered after the customer noticed that quality controls (qc) were out of range. The discordant results were reported to the physician(s). The customer repeated the samples since qc was last in range and corrected results were reported to the physician(s). It is unknown on what instrument the samples were repeated on. There are no reports of patient intervention or adverse health consequences due to the discordant cea, folate, tsto and vb12 results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a clog in aspirate probe 2. The cse unclogged the line and primed the system. Calibrations and quality controls were run, resulting within range. The cause of the discordant cea, folate, tsto and vb12 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.